Event description:
A patient of unknown age and medical history underwent surgical procedure to repair a large infarct area of the heart using pericardium and bioglue surgical adhesive to seal the anastomosis. At some time post-surgery (time period is unknwon) the patient had a blockage in one arm and the surgeon claimed to have removed bioglue during a thrombectomy procedure. Although repeated requests for additional information have been made, no further information is currently known about the event.